Manufacturer narrative:
Further information was requested, but not received.

Event description:
Related manufacturer report number 2017865-2023-04211. It was reported that noise resulting in oversensing was noted on the right atrial (ra) lead and the right ventricular (rv) lead. Provocative testing was performed and the noise on the right atrial lead was able to be reproduced. No intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.

Manufacturer narrative:
Session records were provided for review by technical services. Analysis of the session records indicated that the noise resulting in oversensing event was sensed by the device.